Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error does not record bolus delivery. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields customer reported that the insulin pump will not rewind and the piston stay on the top of the reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit passed rewind test, basic occlusion, occlusion, prime test, excessive no delivery test and displacement test. No motor error alarm or motor position encoder error alarm noted. Motor passed motor test. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.